Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. The photos depicted four boxes of 3ml syringes with labels from batch #5244859 (p/n (B)(6)), as well as two blister packs with top web showing the same product but no batch #. The printed date on one side of all four boxes was (B)(6) 2005. DHR review is not possible for batch manufactured in 2005. No records remain of this batch. Based on the labels provided, the label drawing was active in 2004 and 2005 only. Therefore, it batch #5244859 was manufactured in 2005, likely around the date printed on the box ¿(B)(6)2005¿ indicating (B)(6)2005. This batch of product has expired in 2010. At the time this batch was manufactured there were no requirements to have batch and expiration date printed on individual packaging. Present day 3ml product 309571 is batch and expiration dated as per regulatory requirement. Batch #5244859 has expired in year 2010. No defects confirmed.

Event description:
It was reported that 3 bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needles experienced missing label information and incorrect label information. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: (B)(6) batch no: 5244859. Pharmacy and does not have any retail. Pharmacy tech noticed the bottom has an expiration date that does not match the expiration date given to her by a bd rep when she called the customer service line. Missing the "exp " on the bottom of the box but there is a date but is assuming this is the expiration date. Issue is with 3 boxes of 100 per box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needles experienced missing label information and incorrect label information. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 309571, batch no: 5244859. Pharmacy and does not have any retail. Pharmacy tech noticed the bottom has an expiration date that does not match the expiration date given to her by a bd rep when she called the customer service line. Missing the "exp " on the bottom of the box but there is a date but is assuming this is the expiration date. Issue is with 3 boxes of 100 per box.